Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right atrial (ra) lead. Abbott technical support was contacted and provocative testing performed could not reproduce the oversensing. No intervention has been performed. The patient was in stable condition and will continue to be monitored.